Event description:
Complainant alleged that during biomed testing the device did not allow the defib to be charged manually. However, the device did charge and discharge in analyze mode. Complainant indicated that there was no patient involvement in the reported malfunction.